Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited atrial pacing lead impedances with a sudden increase from values of 600 ohms to out of range measurements of 2933 ohms. In addition, atrial tachy response (atr) events due to noise were observed. The field representative confirmed right atrial (ra) lead noise with arm movement. Technical services (ts) recommended programming configurations enhancements. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.